Event description:
Baxter (B)(4) received a report of a basal/bolus infusor that stopped delivering during patient therapy. Force priming was attempted before use and confirmed flow of the solution; however, when the patient control module (pcm) was pressed, flow was not observed. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional relevant information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no solution in the reservoir. A patient control module (pcm) was also received connected to the infusor. The reported condition of no flow/non-delivery was not confirmed. Visual examination of the device showed no signs of blockage in the delivery tubing or in the bladder that could have caused the reported condition. A functional test was performed by filling the bladder with dextrose solution. After fill, flow was readily observed at the luer. Flow was also readily observed when the pcm's button was pressed. Flow continued without stopping until the solution was emptied from the bladder. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.